Event description:
It was reported that upon waking up after a left tcar procedure, the patient had trouble moving on their right arm and leg. Tenecteplase (tnk) was administered, and the patient's symptoms subsided but have not fully resolved. Magnetic resonance angiography (mra) revealed an ischemic infarct, and the physician determined this event to be embolic. A computed tomography (CT) with contrast was done which noted no large vessel occlusion. As of (B)(6) 2024, the patient remained neurological stable and has slight weakness of right hand. At this time, it is unknown if the reported event is related to procedural issues, patient resistance/non-compliance to medication, or a silk road medical device, hence, the event will be reported out of abundance of caution.

Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. The reported event does not indicate a manufacturing defect and the finished product lot was verified to meet quality requirements and was released for commercial use in accordance with srm procedures. At this time, it is unknown if the reported event is related to procedural issues, patient resistance/non-compliance to medication, or a silk road medical device, hence, the event will be reported out of abundance of caution. Complaints will continue to be reviewed and monitored for trends. All reasonably available information has been provided by the company at the time of submission of this report. The fields that are blank are not an omission and indicate that the information is either not applicable or currently unavailable. If additional information is received, a supplemental report will be filed.